Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 50mg/ml at 0.229mcg/day via an implantable pump. It was reported that the catheter was replaced at the time of the pump replacement surgery. There were no known environmental, external or patient factors that may have led or contributed to the issue. The patient was scheduled for normal eri (elective replacement indicator) replacement of the pump. On (B)(6) 2022 the physician attempted to aspirate from the cap (catheter access port), proximal side of catheter and spinal segment of catheter but was unsuccessful. The pump and catheter components were replaced and confirmed working properly with csf (cerebral spinal fluid) flow. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot#: n176629001, implanted: (B)(6) 2008, explanted: (B)(6) 2022, product type: catheter. Product ID: 8578, lot#: hg0cw3n11, implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 10-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated when the patient had procedure to replace pump on (B)(6) 2022, the surgeon "found out that the catheter was so twisted and mangled that I had not been getting medicine for at least a year or a year and a half". It was noted their medication was reduced by half.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.